Manufacturer narrative:
The gender of this patient (female) was identified on 21 aug 2013. The previously reported data of sid (B)(6) initial 26.8, repeat 43.7 ng/l are both above the female cut-off of 13.0 ng/ml which makes this data positive and not discrepant. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer observed a false positive troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: (B)(6) initial 26.8, repeat 43.7 ng/l. The gender of this patient is unknown, however the customer uses the following cut-offs for male: <33.0 and female: <13.0 ng/l. There was no impact to patient management reported. No further patient information was available. After instrument maintenance and replacing parts [the wz manifold 2 and all valves in the system] no other discrepant results were measured.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.